Manufacturer narrative:
The used cartridge was returned. Inadequate viscoleaitc is observed. The cartridge has evidence it was placed into a handpiece. The tip of the cartridge has heavy stress and is split on the upper right side. The lens was not returned. The associated lens model is qualified with this cartridge. It is unknown if the lens was is the approved diopter range. Viscoelastic was not provided. It is unknown if the qualified product was used. The indicated handpiece is not qualified for cartridge use. The cartridge was damaged. The root cause may be related to a failure to follow the dfu. The handpiece indicated is not qualified. In addition, it is unknown if the iol used was in the qualified diopter range. There did not appear to be adequate viscoelastic in the cartridge. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. The damage observed to the tip of the used cartridge typically occurs if the lens is not positioned correctly/folded correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; and/or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge causing damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that when attempting to implant an intraocular lens (iol) the cartridge broke as the lens was about to be injected. There was patient contact, but no harm. Another lens was implanted instead. Additional information was requested.